Manufacturer narrative:
Initial report ref natus complaint (B)(4). UDI not applicable. It has been confirmed that one battery will be sent back for investigation. Acceptable risk as per hazard ID 2.1 in doc (B)(4) xltek eeg psg risk analysis. Risk is considered to be moderate. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Per qms-004442, complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Further investigation to be carried out.

Event description:
Medical grade ups with isolation - 110v ergojust cart - power supplies sparking and smoking. Smoke inhalation to the patient / user. Customer reported that when the battery fails, and the customer presses the power button, a spark is emitted, and smoke comes from the device.this happened 4 times all with new batteries. Customer was requested to return all batteries that have displayed these issues.

Event description:
Medical grade ups with isolation - 110v ergojust cart - power supplies sparking and smoking. Smoke inhalation to the patient / user. Customer reported that when the battery fails, and the customer presses the power button, a spark is emitted, and smoke comes from the device. This happened 4 times all with new batteries. Customer was requested to return all batteries that have displayed these issues.

Manufacturer narrative:
Follow up report 001 ref natus complaint # (B)(4). Technical service confirmed that the customer was sent a replacement. Customer was emailed to confirm if they had sent back ups device as detailed in their questionnaire. The customer stated they have returned the device, but an ups was not received by natus. The serial number was not provided. Customer was emailed on february 14th to confirm if they had disposed of the device. Device has not been returned. -no response from the customer. It has been more than 45 days since technical service requested device return on december 12th, 2023. The part has not been received back. If device is returned at a later date, service repair investigations will be conducted during the repair process and trend data will be reviewed. Failure confirmed: no investigation result code: neuro sbu/no response from customer.